Event description:
It was reported that a user experienced low blood glucose while using the ilet, despite multiple resets and training interactions, and subsequently discontinued the ilet after an event that resulted in loss of consciousness and emergency transport; the user reported the paired cgm was reading approximately 65 mg/dl different from hospital measurements. Symptoms included hypoglycemia with loss of consciousness. Outcomes included use of oral glucose, administration of glucagon, and hospitalization at a medical facility. Investigation included troubleshooting and education with the user. Investigation of this case revealed the cause of the hypoglycemic event could not be determined. It was concluded that the event involved urgent low glucose with unclear cause and the ilet was discontinued. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
The user experienced loss of consciousness due to severe hypoglycemia after continued use of the ilet prior to the event while receiving automated insulin delivery. This situation can result in acute neurologic compromise associated with hypoglycemia and is consistent with the observed collapse requiring ems response and hospital evaluation with oral glucose and monitoring. Engineering logs were not available at the time of review; however, no device malfunction was alleged, and available information supports an undetermined cause. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.